Event description:
Same case as MDR ID: 2134265-2013-09372. (B)(6) clinical study. It was reported that potential myocardial infarction occurred. In (B)(6) 2010, two taxus liberte stents were implanted. In (B)(6) 2013, the patient presented with recurrent ischemic symptoms lasting 10 minutes or more. A repeat cardiac catheterization was recommended. Cardiac enzymes and echocardiogram was performed which showed a new st-elevation, depression and bundle branch block myocardial infarction.

Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that on (B)(6) 2010, due to acute coronary syndrome with angina, the patient underwent the index procedure with the deployment of two drug eluting stents to the middle left anterior descending artery. Post procedure residual stenosis was 0% with timi iii flow. The patient received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600 mg. On the following day, at the start of the study the patient received the study medication maintenance dose of clopidogrel 75 mg. The patient was started on aspirin 325 mg. Two days post procedure, the patient was discharged. On (B)(6) 2012, the patient was randomized to clopidogrel or placebo, and was administered the first dose on the following day. On (B)(6) 2013, the patient experienced the event of chronic obstructive pulmonary disease/emphysema. The event was reported with the serious criteria of hospitalization, an important medical event that required intervention to prevent permanent impairment/damage and persistent/ significant disability. It was reported that the patient received bilateral sequential lung transplant via coronary pulmonary bypass. The patient underwent simulect (basiliximab) induction, and received peri-transplant cytogam dose and on day 14 post transplant. The outcome of the event is reported as recovered/resolved. Thirteen days post procedure, the patient was discharged. On (B)(6) 2013, the patient experienced the event of congestive heart failure. The event was reported with the serious criteria of hospitalization. On (B)(6) 2013, the patient was discharged. The outcome of the event is reported as recovered/resolved.

Manufacturer narrative:
(B)(4).